Manufacturer narrative:
Date of initial report: february 20, 2002. The return of the incident sample has been requested. The site replied that it was discarded and therefore is not available for evaluation.

Event description:
The report stated that during a laparoscopic sigmoid procedure, the ligasure laparoscopic atlas was activated to seal patient tissue. The forcetriad generator in use sounded an end tone, indicating that the sealing cycle has been completed satisfactorily. The surgeon then activated the integrated cutter. When the jaws of the atlas handpiece were opened, it was found that the patient's tissue was not sealed. The forcetriad generator and the ligasure atlas handpiece were both replaced with new equipment and the procedure was completed. It was reported that there was no patient injury.